Event description:
During an atrial fibrillation procedure, impedance and temperature issues resulted in cancellation of the procedure. It was noted that the left atrial posterior wall impedance, which should not be high, reached 130, while the anterior wall impedance was only 110. Multiple steam pops were noted throughout the procedure. Elevated temperatures were also noted. A review of the impedance drop and transient pressure parameters showed no significant issues. The physician was concerned and decided the procedure could not be continued. Cardioversion was completed and the patient was safely discharged.

Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model h700489) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
This report includes a corrected health effect code.

Manufacturer narrative:
Additional information: b5, d9, g3, h2, h3, h6. Corrected data: h6. One ampere generator, model # h700489, was received for analysis without original packaging available for inspection. The product functioned as anticipated during testing with no abnormalities identified that would result in the reported complaint. The log files on the unit from the reported date was reviewed and confirmed instances of impedance out of range errors, however no conclusive abnormalities were identified. Based on the information provided to abbott and the investigation performed, root cause of the field reported event could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.